Event description:
Revision surgery performed on (B)(6) 2025 due to aseptic loosening of the acetabular component of the right hip arthroprosthesis. Limacorporate fem. Modular head - s ø28mm (product code: 5010.42.281 - lot. 2082434 - ster. (B)(4)) was explanted, together with dedienne legal manufacturer devices acet.cup cemented sz.48mm / symbol (product code: 3700502203660 - lot. 204780040a) and pe-insert 28mm (product code: 3700502203875 - lot: 204482040a). Previous surgery was performed on (B)(6) 2021. Patient 88 years old. Event occurred in italy.

Manufacturer narrative:
The check of device history records did not highlight any pre-existing anomalies on the involved lot number 2082434. This is the first and only complaint reported regarding the lot number 2082434 involved. A final MDR report will be submitted at the end of the investigation.